Event description:
On (B)(6), 2009, a pt had surgery which is described as revision of hip fracture. The pt is listed as having both pneumonia and deep vein thrombosis. About three weeks later, the pt was re-admitted to the hospital. The treatment prescribed was irrigation of the wound and antibiotics (unk type). Wound cultures were taken on (B)(6), 2009, of the right hip and final results were growth of few (B)(6). A gram stain was also performed and final results are very few (B)(6). The status of the pt is listed as improving.